Event description:
It was reported that the ilet displayed repeated restart alert 72 approximately one hour after each restart, and customer support advised replacement while the user transitioned to backup therapy; the user's glucose was 180¿190 mg/dl after a recent meal, without symptoms or sustained elevation. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no hospitalization, and continued glucose monitoring with dexcom. Investigation included case review, remote troubleshooting, user education on shutdown to prevent further alerts, confirmation that data would not transfer to the replacement, and arrangements for device return. Investigation of this case revealed a device alarm and restart malfunction consistent with a suspected internal sensing or control fault requiring replacement, with no patient injury identified. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.